Event description:
Spontaneous call: spoke to patient representative (name/relation not specified), who stated that the new pump sent 1/28/2021 was not turning on and they replaced the battery twice; they stated that they finished the infusion using the old pump, so nodose was missed. No side effects reported as a result. Patient has defective pump on hand for return. Lot number and expiration date not provided. No further information. Pump used for privigin. Reported to (B)(6) by pt/caregiver.